Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsg45 anvil would not open after firing (could finally open manually). Antoher instrument was used to complete the case. There was no consequence to the patient. The device was discarded.